Event description:
It was reported that while using bd phoenix¿ nid, enterobacter cloacae misidentified as citrobacter farmeri. No patient impact reported. The following information was provided by the initial reporter: "the strain has been misidentified as a citrobacter farmeri when in fact in was an enterobacter cloacae (confirmed by phoenix and mass cytometry). See "souche 1" in the attached reports". The strain has been sent to (B)(6) who will send it to bd in USA.".

Manufacturer narrative:
H6. Investigation summary: this complaint is for misidentification of enterobacter cloacae as citrobacter farmeri when using phoenix panel nid (catalog number 448007) batch number 3010433. The customer did not return panels or isolates by the time of investigation but provided phoenix generated lab reports for the investigation. The lab reports show a patient sample identified as c. Farmeri and e. Cloacae. To investigate, three retention panels from complaint batch 3010433 was tested using qc isolate e. Cloacae 11061 on a phoenix m50 machine and evaluated for identification results. Also, two control panels from the same material but different batch was tested using qc isolate e. Cloacae 11061 on a phoenix m50 machine and evaluated for identification results. All five panels identified as e. Cloacae, therefore, this complaint is not confirmed for misidentification. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed five additional complaints on complaint batch 3010433, related to this defect but unconfirmed. Complaint trending was performed and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary. H3 other text : see h10.

Event description:
It was reported that while using bd phoenix¿ nid, enterobacter cloacae misidentified as citrobacter farmeri. No patient impact reported. The following information was provided by the initial reporter: "the strain has been misidentified as a citrobacter farmeri when in fact in was an enterobacter cloacae (confirmed by phoenix and mass cytometry). See "souche 1" in the attached reports". The strain has been sent to enrico montrucchio who will send it to bd in USA."

Manufacturer narrative:
E.1. Initial reporter addr 1: (B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.